Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: ICU reported that the touch screen of c1 ventilator was malfunctioning. The engineer came to inspect and found that the touch screen was malfunctioning. It is recommended to replace it. After replacement, it was restored to normal. No patient harm or consequences.